Event description:
The user facility reported a 68-year-old male was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the pump experienced high purge pressure and pump stop occurred after days of purge alarms. Subsequently, the pump was removed from the left ventricle at the bedside and explanted in the operating room. An intra-aortic balloon pump (iabp) was utilized as a bridge to transplantation, and during explantation, a clot was observed at the outlet.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.